Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that three hurricane rx dilatation balloons were used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) with pancreatic sphincterotomy procedure performed on (B)(6) 2021. During the procedure, it was noted that all three balloons popped. The procedure was completed with a fourth hurricane rx dilation balloon. There were no patient complications reported as a result of this event.